Event description:
The customer reported that the system would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu was identified as requiring replacement. A quote was issued for the repair, but the customer has opted to repair the system at this time.